Event description:
(B)(6) litigation record received. Litigation alleges heavy metal poisoning from the toxic heavy metals resulting to muscle, tissue and bone injury, metallosis, metal wear, scar tissue formation, pain and limited adl. Also suffered emotional trauma and distress. Doi: (B)(6) 2010; dor: (B)(6) 2021; right hip.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary = no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot =a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete. H10 additional narrative: added: h6 (clinical code). H6 clinical codes: metal related pathology (e1618) is used to capture metal poisoning and blood heavy metal increased. Unspecified tissue injury (e2015) is used to capture soft tissue injury and bone injury.

Event description:
Medical records received. In addition to what was previously reported in the medical records the patient was revised to address depression, walking difficulty and metallosis. Clinical visit reported persistent focus of ossification of the right greater trochanter. Surgical pathology reported tissue reaction to particulate implant material and in the soft tissue metallic particulate debris and corrosion products. Alhough there is abundant corrosion product and metallic pigment with synovial tissue, there is not a significant alval indicative of an immunogenic reaction. Femoral head shows circular abrasive wear. Microscopic description demonstrate interface synovial like tissue showing dense and diffuse sub synovial fibrosis and are foci of reactive appearing synovial hyperplasia. MRI hips shows pseudotumor, elevated metal ions, lateral pain and bursitis.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this report was not returned to depuy synthes for evaluation. All available x-rays evidence were reviewed, and nothing indicative of a device nonconformance was observed. Therefore, the reported allegation was not confirmed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed, as no lot number was retrieved for this device

Event description:
The patient was revised to address osteolysis, stiffness, limited mobility, adl, and anxiety. Head and liner were exchanged and femoral bone allographs were performed. The operative note reported metallosis with synovitis. There was evidence of corrosion at the trunnion stem and liner cup interface. Large osteolytic defect in the right femur greater trochanter. Osteolysis around the acetabular component. There was evidence of trunnions with black grey corrosion in the head. Scar tissues were excised. Clinical visit reported mild tenderness over the greater trochanter, and mild nonspecific synovial expansion more evident on the right side. There are hypointense foci likely related to metal debris and osteolysis in the proximal femur, metallosis, adverse local tissue reaction, and elevated metal ions. However, the lab result is below 7 ppb.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthese joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned to depuy synthes for evaluation. All available x-rays evidence were reviewed, and nothing indicative of a device nonconformance was observed, therefore the reported allegation was not confirmed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was retrieved for this device

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
After review, patient was revised due to metallosis with synovitis. Evidence of corrosion at trunnion of stem and at liner cup interface. Posterior soft tissue sleeve and abductors intact. Large osteolytic defect in right femur greater trochanter. Components well fixed and in acceptable position. Osteolysis around superior rim of acetabular component. However, there was no gross evidence of infection. There was gross evidence of trunnionosis with black grey corrosion products evident. The acetabular liner was removed revealing corrosion behind the 40 mm cobalt chrome liner. Doi: (B)(6) 2010 dor: (B)(6) 2021 affected side: right hip.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary; no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot; a manufacturing record evaluation (mre), was not possible because the required lot code was not provided. H10 additional narrative: added: a2 (dob), a3, b5, h6 (clinical codes) corrected: d6a.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records were reviewed by a clinician and states that the patient underwent a right total knee arthroplasty utilizing depuy synthes implants in (B)(6) 2014. There were no intraoperative or postoperative complications noted.